Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became unresponsive approximately four hours post implant of the leadless implantable pulse generator (ipg). The patient was coded but ultimately passed away.